Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had no power. The device was being used during surgery. There were no patient or user injuries. It is unknown if medical intervention or a delay occurred during the surgical procedure. No additional information provided.